Event description:
Customer reported a motor error alarm while changing out the battery and reservoir on his insulin pump. He also stated he has attempted to clear the alarm multiple times but the alarm persists. The customer also stated he was able to complete the rewind sequence on his insulin pump. It was also found the customer's settings was missing on his insulin pump. Customer's blood glucose was 121 mg/dl. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion test and prime test. Insulin pump received stuck in motor error loop during bolus and basal delivery. Insulin pump was unable to confirm alarm in alarm history screen due to overwritten history file. No unexpected reset noted. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump had a cracked reservoir tube, cracked reservoir tube lip, cracked case at display window corner, cracked battery tube threads and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.